Event description:
A customer contacted beckman coulter inc. (Bec) in regards to one erroneous low total protein measurement (tpm) result generated by unicel dxc800 synchron clinical systems the erroneous result was not reported out of the laboratory. The sample was repeated on an alternate unit and a higher result was obtained and amended. Patient results are provided. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was collected in bd vacutainer tube. Qc was within established ranged before and after the event. Hotline recommended to the customer to perform maintenance and to replace the lamp. Service was not dispatched for this event. A clear root cause can not be determined for this event.